Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic piece was dislodged into the arm during the procedure that apparently came off the device. According to them anecdotal recording of these incidents, the plastic piece, in each procedure, was dislodged while ¿running through the scope¿. They were unable to tell us if it was a piece of the scope itself, the c-ring or another aspect of the device. In each incident, the broken piece was recovered, there was no injury to the patient, there was a minor procedural delay that occurred in order to recover the loose plastic piece. Procedure was completed using the same device. The hospital did not report any patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6)2021. A visual inspection was conducted. Both the harvesting device and the cannula was returned for evaluation. The harvesting device was returned inside the cannula. Blood and charred material was observed on the harvesting device as well as on the cannula. A white strand of material was also returned for evaluation. The harvesting device was removed from the cannula with no physical or visual difficulties. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual defects. The harvesting device was removed from the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "particulates" was confirmed.